Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 08:00:06. During night drain cycle nine, the patient's ultrafiltration reading was 1821ml, indicating the home patient drained 1421ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hp) device was returned and evaluated. During the device evaluation, an increased intra-peritoneal volume (iipv) was identified in the review of the event history logs. The cause of the high drain alarm was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.